Event description:
There was no patient involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the device service message occurred because of a configuration error. The configuration error may have been due to a corrupt language setting. This would have caused the failed self-tests with device service required prompts seen within the memory log. Alternatively it may have been as a result of the usb cable being prematurely disconnected from the device during programming. The device language was successfully re-programmed and the device subsequently performed as expected.